Event description:
Complainant alleged that during a routine preventative maintenance check, the device's main control switch was loose and hanging off. Also, the device had no electrocardiogram trace in leads 1, 2, 3 or in paddle mode. The complainant indicated that there was no pt involvement in the reported failure.